Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced a pump pocket hematoma. No infection was identified and there was no drainage or redness at the driveline exit site. Cultures were negative. On (B)(6) 2017, the patient underwent a washout of the abdominal pocket. 1.7 liters of fluid was removed and a pigtail drain was inserted. All cultures were negative, and a pump pocket infection could not be confirmed. The patient was listed as a heart transplant status 1a exception. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported pump pocket hematoma and chronic abdominal wall herniation concerning for pump pocket infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a chronic abdominal wall herniation. The patient continued to relate sensations of feeling the lvad in the abdomen and a worsening abdominal wall herniation was noted in clinic. The patient underwent a CT scan on (B)(6) 2017, which showed fluid tracking along the course of the inflow cannula measuring 2.7 cm in thickness. It also reported an organized fluid collection along the anterior abdominal wall inferior to the pump appearing bi-lobed with a maximal thickness of 4.6 cm. These findings are concerning for a pump pocket infection given the patient's complaints of malaise/fatigue and the CT results. The patient was not exhibiting classic signs of infection given that the patient is currently on antibiotic therapy for a leg ulcer resulting from a hematoma. On (B)(6) 2017, the patient underwent surgical drainage of the pump pocket with concurrent pericardiocentesis and insertion of a pericardial drain. The 600-700 cc of dark hemorrhagic fluid was obtained. Cultures obtained at the time of surgery were negative, however the patient remains on suppressive antibiotic therapy for suspicion of underlying low level infection in the pump pocket.